Event description:
Event was reported to caldera medical by an attorney. The pt experienced pelvic pain, incontinence, frequent urinary tract infections, bladder pain, and urgency. No further info has been provided.